Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concominent device tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator experienced discomfort and pain in the right upper buttock. It was noted that the battery flipped in the pocket and it was causing pain when sitting. A weight change in the patient was noted. The patient underwent a procedure to reposition the neurostimulator. The pocket was opened to lay the battery flat and closed in layers. There were no additional complications reported.

Event description:
It was reported that the patient with this neurostimulator experienced discomfort and pain in the right upper buttock. It was noted that the battery flipped in the pocket and it was causing pain when sitting. A weight change in the patient was noted. The patient underwent a procedure to reposition the neurostimulator. The pocket was opened to lay the battery flat and closed in layers. There were no additional complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant device tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the information provided and the investigation conducted, the patient had discomfort, pain, and device migration, it is likely that the weight change contributed to the reported allegations, thus directly linking to the patient condition challenges rather than a defect or failure in the product itself. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to patient condition since an existing condition is responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition-related adverse event.